Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that organon follistim pen® 2nd gen pen ii was unable to deliver the full dosage. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: ¿consumer reported her 900 iu follistim cartridge was under-filled. Consumer was able to get two complete 300 iu doses and the third dose of 300 iu was dialed in properly, however the consumer was only able to inject 25 iu before the pen stopped injecting. The consumer found the cartridge to be empty. How many doses have been dispensed from the cartridge? Two full doses were dispensed prior to issue. What volumes were the doses dispensed from the cartridge? Unknown by reporter, the reporter is unable to provide the volume in milliliters. What was the number of prescribed doses? 3 doses of 900 iu was prescribed. What were the volume(s) of the prescribed doses? The reporter is unable to provide the volume in milliliters. When during the dosing schedule did the problem occur? During injection. Is this the first time you/the patient has used this image of follistim? No. Have you/the patient previously used other images of follistim? If so, which one(s)? Yes, other 900 iu images. Has the volume of follistim solution in the cartridge remained the same after dosing? No. If the product was in use when issue occurred: has the needle punctured the cartridge rubber inlay (may not be visible)? Yes. Was the patient instructed to prime the follistim pen? (Priming means you checked the flow of medicine by making sure you saw a droplet of medicine before you dialed a dose.) No. Was the follistim pen able to be primed? No. Was the cartridge removed every time the follistim pen was used and re-primed? No. How long has this follistim pen been in use? "Since january". Who trained you to administer a dose of follistim aq using the pen? Not trained. Have you used the follistim pen before? Yes. Did you turn the dosage knob backward to correct a mistake when you dialed a dose? No. In what direction did you rotate the cartridge holder into the outer needle shield? Clock-wise"

Event description:
It was reported that organon follistim pen® 2nd gen pen ii was unable to deliver the full dosage. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: ¿consumer reported her 900 iu follistim cartridge was under-filled. Consumer was able to get two complete 300 iu doses and the third dose of 300 iu was dialed in properly, however the consumer was only able to inject 25 iu before the pen stopped injecting. The consumer found the cartridge to be empty. How many doses have been dispensed from the cartridge? Two full doses were dispensed prior to issue. What volumes were the doses dispensed from the cartridge? Unknown by reporter, the reporter is unable to provide the volume in milliliters. What was the number of prescribed doses? 3 doses of 900 iu was prescribed what were the volume(s) of the prescribed doses? The reporter is unable to provide the volume in milliliters. When during the dosing schedule did the problem occur? During injection is this the first time you/the patient has used this image of follistim? No. Have you/the patient previously used other images of follistim? If so, which one(s)? Yes, other 900 iu images. Has the volume of follistim solution in the cartridge remained the same after dosing? No if .the product was in use when issue occurred: has the needle punctured the cartridge rubber inlay (may not be visible)? Yes . Was the patient instructed to prime the follistim pen? (Note: priming means you checked the flow of medicine by making sure you saw a droplet of medicine before you dialed a dose.) No. O was the follistim pen able to be primed? No. O was the cartridge removed every time the follistim pen was used and re-primed? No how long has this follistim pen been in use? "Since january". O who trained you to administer a dose of follistim aq using the pen? Not trained o have you used the follistim pen before? Yes. O did you turn the dosage knob backward to correct a mistake when you dialed a dose? (See note below if response is yes) no. O in what direction did you rotate the cartridge holder into the outer needle shield? Clock-wise".

Manufacturer narrative:
H.6. Investigation: one (1) sample was provided to bd medical pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Initial evaluation of the returned complaint sample revealed no visible damage to the pen. The pen was tested for volumetric dose accuracy per it1172. All doses were within specification, pen functioned as intended. An injection sequence was executed using a 29g x 12.7mm bd pen needle and drug cartridge. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.